Event description:
Boston scientific received information that during a normal device replacement, this left ventricular (lv) lead was found to be dislodged into the patient's coronary sinus. Lead extraction was attempted; however, the distal tip became stuck in the patient's superior vena cava, thus the lead was cut and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.